Event description:
It was reported that on an unknown date in 2019, a patient was treated with a gore® excluder® conformable aaa endoprosthesis with active control system. On or before (B)(6) 2023, the patient presented with a type ia endoleak. Imaging shows aneurysm enlargement at the proximal end of the trunk ipsilateral leg. Extension is not possible. A reintervention is planned but not yet confirmed.

Manufacturer narrative:
A review of the manufacturing records indicated the lots met pre-release specifications. This complaint was initiated based on information received from the field. Clinical images in digital imaging and communications in medicine (dicom) format were requested for evaluation, but were reportedly not available. Therefore the cause of the endoleak could not be independently confirmed during the investigation. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak and aneurysm enlargement.

Manufacturer narrative:
Event date corrected.

Event description:
It was reported that on an unknown date in 2019, a patient presenting with an infrarenal aneurysm was treated with a gore® excluder® conformable aaa endoprosthesis with active control system. The patient presented with a type ia endoleak on (B)(6) 2023. Extension is not possible. A reintervention is planned but not yet confirmed.

Manufacturer narrative:
H3: device remains implanted. Imaging has been requested and will be evaluated upon receipt. Lot/sn is currently unavailable. An evaluation of product history records will be completed upon receipt. Additional information has been requested from the physician and will be provided in follow-up reports. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on an unknown date in 2019, a patient was treated with a gore® excluder® conformable aaa endoprosthesis with active control system. On or before (B)(6) 2023, the patient presented with a type ia endoleak. Imaging shows aneurysm enlargement at the proximal end of the trunk ipsilateral leg. Extension is not possible. A reintervention is planned but not yet confirmed.